Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. No signs of handling. No damage is observed to the lens. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated, yet the lens shows no signs of being used. No damage is observed to the lens. The product investigation could not identify a root cause for the reported complaint. Information in the file states the doctor did not see any strong evidence the iol was at fault. Information in the file states there was patient contact. The lens has no signs of being used. An unspecified sulcus lens was used as a replacement lens. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the complication happened upon implanting the lens. A sulcus lens was used, and surgery was completed on the same day. There was patient contact, but no patient harm.  Additional information was requested and received, stating that the complication experienced by the patient was posterior capsule rupture. The physician did not have strong evidence that he suspects the iol.

Manufacturer narrative:
A sample device was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).